Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their accidents have increased about 2-3 weeks ago and they were trying to see if the implant was still turned on or something has happened to it. Patient stated they had surgery on their knee and was not told to turn the implant off for the procedure. Patient did not have their external equipment charged at the time of the call. Patient will call back when they have their equipment for further troubleshooting if they are in need of further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient representative. They called and repeated reported symptoms. They mentioned that their daughter was having diarrhea. They stated that they had waited 6 weeks for their appointment to have the device replaced. However, their healthcare provider (hcp) cancelled it and they were upset. Patient rep stated that the patient was considering getting a colostomy bag instead and giving up on the device. Patient rep requested for physician listing; agent sent via email. Sent email to update patient information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.